Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿the left was ruptured and had gone into breast tissue and muscle which had to be cut away, the silicone has gone into my lymph nodes and I may need another op soon.¿

Event description:
Patient also stated: ¿the left was ruptured and had gone into breast tissue and muscle which had to be cut away, the silicone has gone into my lymph nodes and I may need another op soon.¿ regulatory agency advised a patient report of: "damage to breast tissue and muscle, also lymph nodes, now high cancer risk. Suffered neurological problems, autoimmune disease, hair loss , breathing problems, allergies, rashes, heart problems, tachycardia, hormone imbalances, eye problems , weight gain, walking difficulty , swilling difficulty, extreme exhaustion, depression , headaches, loss of libido, widespread pain , skin dryness, acid reflux, metal taste in mouth;¿ these events are not considered device related. Patient additionally reported ¿I still have some of the symptoms, my sight has not got better. I had fantastic vision, then I woke up one morning and I had double vision in my eye. I still have skin rashes on the left side of my body. I still have muscle pain and fatigue a lot of the time. I still have not regained all of my hair it is still about 1/3 thinner than it was before;" these events are not considered device related. Device has been explanted. This record refers to left side.

Event description:
Patient also stated: ¿the left was ruptured and had gone into breast tissue and muscle which had to be cut away, the silicone has gone into my lymph nodes and I may need another op soon.¿ regulatory agency advised a patient report of: "damage to breast tissue and muscle, also lymph nodes, now high cancer risk. Suffered neurological problems, autoimmune disease, hair loss , breathing problems, allergies, rashes, heart problems, tachycardia, hormone imbalances, eye problems , weight gain, walking difficulty , swilling difficulty, extreme exhaustion, depression , headaches, loss of libido, widespread pain , skin dryness, acid reflux, metal taste in mouth;¿ these events are not considered device related. Patient additionally reported ¿I still have some of the symptoms, my sight has not got better. I had fantastic vision, then I woke up one morning and I had double vision in my eye. I still have skin rashes on the left side of my body. I still have muscle pain and fatigue a lot of the time. I still have not regained all of my hair it is still about 1/3 thinner than it was before;" these events are not considered device related. Device has been explanted. This record refers to left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., d.1., d.2., d.4., g.1., g.4., h.6.